Manufacturer narrative:
Qn# (B)(4). The customer returned a spring-wire guide (swg) for evaluation. Visual and microscopic examination revealed signs of use on the exterior of the guide wire. The wire also contained two sets of offset coils on the j-bend tip. Both welds were full, intact, and spherical. The offset coils in the swg were located approximately 1mm and 20 mm away from the distal end of the swg, respectively. The length and outer diameter of the swg were measured and were found to be within specification. A manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The IFU also warns that "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report that the guide wire was found bent prior to use could not be confirmed by complaint investigation. Offset coils were found on the distal j-bend tip during visual inspection; however , the returned guide wire contained signs of use in the form of biological material. Therefore, the time of discovery reported does not match the sample received. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. The probable root cause could not be determined based on the report and the sample received. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked prior to use.